Event description:
It was reported that the package containing the medical device did not open properly. There was no adverse consequences reported.

Manufacturer narrative:
Based on info provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.